Event description:
The customer stated that one patient sample generated a high platelet count on the cell-dyn analyzer and the results were lower when the same patient sample was retested. A result of 1.710000 ul was repeated at 130,000 ul on the peripheral smear and it was 140,000 ul when the sample was tested on the cell-dyn analyzer two hours after the initial result was obtained. No impact to patient management was reported.

Manufacturer narrative:
Test result. No consequences or impact to patient. Incorrect or inadequate test result. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The data submitted was provided to the subject matter expert (sme), for review. The sme stated that with the limited information provided (no smear review or new sample collection), it is possible that the issue was due to platelet aggregates and/or satellitism that resolved over time in anticoagulant, but there is no proof of this. The data provided is inconclusive. Based on the event details and investigation, no product deficiency was identified related to the malfunction reported by the customer.